Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one single use loading unit. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the returned single use loading unit noted that it was partially fired to the 4cm cut line. Properly formed staples were noted on the single use loading unit. The knife blade was advanced, and microscopic inspection noted damage to the knife blade. During functional testing the remaining staple line formed properly and the knife blade cut completely and cleanly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction during clinical application. Additionally, replication of the advance firing knob and knife blade may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open diagnostic laparoscopy gastrectomy procedure. The stapling device was being used during the resection of the stomach. The open stapler jammed. It partially fired. In order to resolve the issue and complete the case, a new open stapler was opened. There was no patient harm. The patient outcome is alive, no injury.